Event description:
The customer reported, the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call after a blown fuse was found and replaced by the customer technician. No ge service was performed. The system operates as intended.